Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number? H3 analysis summary: neuchâtel team received for evaluation a device of gynecare tvt exact product code tvtrl, batch: unknown. Although the shipping box has been opened, the integrity of the primary package has not been touched; the primary packing was correctly sealed. The product was decontaminated. The received device was manipulated, as the original packaging were missing (box, blister/ lid, IFU, no identification were present. It was observed that the device has been used as some organic matter was present over the device. Evaluation of received device: 2 needles attached at the blue mesh and plastic sheath, and the trocar. -the trocar has organic matter and no damage observed -no damage observed on the assembly mesh/ sheathes. -one of the two needles has organic matter on its inside tunnel. The needle appear seriously damaged, the slot has been well deteriorated. Not far from the needle tip, it was observed 3 impacts, those impacts have openings, one of them is a hole. The 3 impacts created a creases on the opposite sides of the needle. The needle is bent on the greater hole impact. -as the other needle no damage, no organic matter, was observed. The reported event is aligned with the defects observed on the device during the product evaluation, however, the defects identified during the product evaluation are not linked to a manufacturing issue. Furthermore, neuchatel team could not confirm which lot was impacted following the absence of labeling observed during the product evaluation. The manufacturing batch review could not been performed for the received finished device tvt exact product code tvtrl, has the batch number was not identified. Events of this type are trended regularly.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in (B)(6) 2023 and mesh was used. During mid-urethral sling placement, the tip of the trocar moved and it pocked through the trocar sheath. The case was completed with another sling. There were no adverse patient consequences reported. Additional information was requested.